Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported by the user site that during a brevera breast biopsy procedure on (B)(6) 2025, a system driver error was displayed. It is reported that the system was power cycled; however, the system driver error persisted. The user site reports that the physician fired the device, an abnormal sound was heard, and it did not appear that the needle fired. It is reported that the procedure could not be completed and the patient was rescheduled. A hologic field service engineer (fse) was dispatched to examine the device and confirmed that a system error is displayed immediately upon starting the device. The fse observed that the driver was jammed; therefore, the jam was cleared, and the system driver was reset. The fse completed system testing through all phases in the presence of the user site manager and confirmed that the system meets manufacturer specifications. No further information is currently available.